Event description:
During a follow-up hes reading, the sensor was accidentally recalibrated, and the cmems mean was lowered by 6 mmhg. The patient had an in-dwelling swan ganz catheter at the time of the recalibration, and during a follow-up , the cmems pressures and swan pressures did not correlate. The accidental recalibration was discovered, and the sensor was recalibrated again to match the swan. The mean was increased by 14.5 mmhg. New hes readings were taken and the updated baseline was updated in merlin.net. No further actions was needed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.